Manufacturer narrative:
Explant date: between august to (B)(6) 2021. Date of event: exact date unknown, event date used was the estimated explant date, between august to (B)(6) 2021.

Event description:
It was reported that the patient was experiencing pain and muscle spasm. The patient underwent an ipg explant procedure.